Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. During the procedure, while attempting to explant the pacemaker, it was noted that the right ventricular lead failed to disconnect due to a stripped set screw. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported inability to tighten the rv set screw was confirmed in the laboratory. Visual inspection identified septum punch-outs were preventing the torque wrench from engaging the walls of the inset needed to untighten the setscrew. The punch-outs were causing the wrench to slip around in the inset causing the wrench to strip the inset and resulted in inability to tighten the set screw.